Manufacturer narrative:
(B)(4) d4: the primary unique device identification (UDI) number is not applicable, as both the item number and lot number of the device are currently unknown. D10: concomitant medical products: desc:unk head; item: unk ; lot: unk . G2: foreign ¿ australia . This event was previously reported under: warsaw zimmer - 1822565 0001822565-2026-00788. The device location is unknown at this time; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip revision for a periprosthetic fracture. During the procedure, the avenir muller stem was revised to an arcos sts cone, with an ncb periprosthetic plate supporting. It was confirmed that no further information could be provided.